Event description:
The customer reported that the device was defective the night of may 15 (it had not shocked a patient and another device had to be used). No additional details were available. The device was in use on a patient. No information was provided regarding patient outcome, however, another device was used to treat the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.